Event description:
It was reported by the patient that the "lead was draining the batteries and he has needed a replacement every two years". It was also reported that the lead had high threshold. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reeported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.